Event description:
It was reported that a review of log file data revealed a motor start event with parameters outside of the typical range. Additionally, due to mistakes by a temporary caregiver, there were a total of six double disconnection of power events that occurred between october 7, 2024, and november 19, 2024. The ventricular assist device (vad) and controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date:31-jan-2021 /serial#: (B)(6). D9: no, h3: no, h4: mfg date: 22-jan-2020 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)), (1) patient pack (lot no. 1643801), and one (1) controller ((B)(6)) were not returned for evaluation, as the vad and controller remain in use and the patient pack was discarded by the customer. No performance allegations were made against the patient pack. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) motor start events recorded on (B)(6) 2020 at 13:35:27 and on (B)(6) 2024 at 07:12:06, in which the motor start parameters were atypical. Additionally, log file analysis revealed six (6) controller power up events with associated pump start events logged between (B)(6) 2024 at 16:57:42 and (B)(6) 2024 at 00:35:49, indicating losses of power to the controller. The controller was without power for an average of twenty-three (23) seconds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available. As a result, the reported events were confirmed. The most likely root cause of the losses of power to the controller can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.